Event description:
Based on additional info received on (B)(6) 2014, the case was upgraded to serious as intervention was required for both the events. This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a physician. This case concerns a (B)(6) male pt who experienced injection site inflammatory arthritis/inflammatory arthritis and injection site effusion after synvisc one injection. The pt underwent 2 sessions of synvisc one injection in the past (the first one on an unspecified date, the second one in 2011 with a good tolerance). The pt's medical history was significant for femoro patellar degenerative osteoarthritis (diagnosed in 2011) and osteoporosis (not treated). No concurrent condition or concomitant medication was reported. On (B)(6) 2014, the pt received treatment with an intra-articular (lateral sub patellar route) synvisc one injection, lot/batch number: (B)(4), expiration date: may 2016 (dose not provided) in the joint of both knees for femoro patellar degenerative osteoarthritis. It was reported that no preliminary puncture of the knee joints had been performed because they were dry (needle used: black 40 mm). On the same day, less than 4 hours after the injections, the patient presented with an adverse reaction in the in the joints of both knees. The patient experienced injection site inflammatory arthritis/inflammatory arthritis and developed injection site effusion. The physician reported that the patient had no intense physical activity after the injection. On (B)(6)2014, arthrocentesis was performed and 25 ml of fluid was aspirated. The puncture revealed cloudy, sterile, and non-purulent liquid. The synovial fluid analysis demonstrated presence of 2000 white cells /mm3 of which 85% were monocytes. The patient received one injection of triamcinolone acetonide (kenacort retard). On (B)(6) 2014, again arthrocentesis was performed and 40 ml of clear liquid was aspirated. On the same day, the patient received 1 injection of triamcinolone hexacetonide (hexatrione). On (B)(6) 2014, the patient recovered with sequelae for both events (sequelae observed were that the patient presented with persisting mild pains of patella syndrome. It was a return to his initial symptoms of his pathology). The treatment with synvisc one had not been pursued.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc no. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: intervention required for both the events. French imputability for injection site inflammatory arthritis/inflammatory arthritis and injection site effusion: (B)(4) additional information was received on (B)(4) 2014. Global ptc number was added. Additional information was received on (B)(4) 2014. Ptc results were added. Text was amended accordingly. Additional information was received on (B)(4) 2014 from the physician. The case was upgraded to serious as intervention was required for the events. The patient's age was updated from unknown to 60 years. The patient's weight and height were added. The relevant medical history and details of previous treatment with synvisc one was added. The date of synvisc one injection was updated from unknown to (B)(6) 2014; route, frequency, lot number, expiration date and indication were added. The event of off label use (reported no timeframe of rest after the injection/did not respected the recommended rest timeframe after the injection) was deleted as it was reported that the patient had no intense physical activity after the injection. The onset date for the event of injection site inflammatory arthritis/inflammatory arthritis was updated from unknown to (B)(6) 2014. The outcome for the event was updated from unknown to recovered with sequelae on (B)(6) 2014. The event of injection site effusion along with its details was added. Action taken was updated from drug withdrawn (unspecified) to not applicable. Treatment medications triamcinolone acetonide (kenacort retard) and triamcinolone hexacetonide (hexatrione) were added. Lab results for synovial fluid analysis and arthrocentesis was added. Seriousness criteria were added for the events. Clinical course was updated. Text amended accordingly.